Manufacturer narrative:
Additional information was obtained on march 18, 2016. According to the facility representative, "the information is limited due to the fact the electronic equipment used was not initially identified and items were not sequestered immediately after the event. No additional information regarding medtronic equipment used for this patient is available. The controller is under routine maintenance as scheduled, no additional testing was done. Any disposable items used during the procedure were discarded." Medical interventions included. "Topical hemostatic agents, placement of vascular clips and interventional radiology coiling of lingual artery branch; intubation and medical observation for 7 days." A voluntary medwatch from the facility is in progress.

Event description:
Additional information was obtained. According to the facility representative, "the information is limited due to the fact the electronic equipment used was not initially identified and items were not sequestered immediately after the event. No additional information regarding medtronic equipment used for this patient is available. The controller is under routine maintenance as scheduled, no additional testing was done. Any disposable items used during the procedure were discarded." Medical interventions included. "Topical hemostatic agents, placement of vascular clips and interventional radiology coiling of lingual artery branch; intubation and medical observation for 7 days." A voluntary medwatch from the facility is in progress.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a tonsillectomy in which the a microdebrider (part number not reported) was used, the medical team encountered an aberrant branch of the lingual artery which caused major bleeding. This was ultimately managed successfully and the patient was discharged in stable condition. The initial reporter confirmed that there is no allegation of device malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.